Event description:
Six vrsa organisms were received from the cdc and testing was performed by siemens microscan to verify the ability of microscan panels to detect vancomycin resistant s. Areus. One of the six organism provided discrepant results when tested with different inoculation methods, or various instruments and manual reads when compared to the frozen reference method. Microscan panel yielded an interpretive result of "susceptible" vs. The reference method interpretative result of "resistant". The organism was received from cdc. Testing was performed at microscan. No impact to a patient or adverse health consequences associated with the discrepant result.

Manufacturer narrative:
Eval: routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: frozen reference method provided resistant results. Conclusions: product is within performance claims. The cause of the misidentification is unknown.